Manufacturer narrative:
The device was evaluated by ventec where it was observed that it had failed the internal flow transducer (ift) sv-5 timing test. A failure of this test could be indicative of an ift issue that may lead to lower than expected exhaled tidal volume (vte) levels. Ventec replaced the ift to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was solenoid valve 5 (sv5) located on the flow board of the ift.

Event description:
It was reported that the device needed preventative maintenance. During the device evaluation, ventec observed a device issue that could result in lower than expected exhaled tidal volume (vte) levels. There was no patient involvement associated with the reported event.